Event description:
The customer reported the c-arm stopped responding and the c-arm re-booted (system showed all squares and the booted). Eventually, everything came back online, but various features was not working properly. The complete system was re-booted and everything was working as intended.

Manufacturer narrative:
The ge service rep did find that the 5 volts on the ffb was only about 4.95 vdc. He adjusted this up to 5.11 vdc and checked all the connection in the c-arm and re-seated the card rack. Everything else seem to be fine. He checked the power throughout the day and the voltage only changed slightly. In the morning, the voltage was 118.9 vac and then later in the afternoon, the voltage had dropped to 117.2 vac.